Event description:
It was reported that syringe 3ml ll 200 s/c had scale marking and molding defect issues. The following information was provided by the initial reporter: material no.: 309657 batch no.: 0010103 it was reported that lines on the syringe were not legible, and syringe had a "lip" on it that made it so the syringe could not be filled. Event description per email states: caller reported that on 1 syringe the numbers and lines on it were swirled and not legible. Customer also reported the same syringe had a "lip" on it that made it so the syringe could not be filled. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no . Was the syringe/needle reused? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product available for return to bd? ¿ yes. Cts informed caller bd might follow up regarding return of syringe/needle. Caller acknowledged.(contact: omitted) resolution ¿ caller successfully filled a cartridge with insulin. Cts to send replacement. No further follow up is required.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/10/2021. H.6. Investigation: one 3ml syringe in an opened blister pack from batch 0010103 (p/n 309657) was received and evaluated. It was observed there was print smeared on the collar and the scale was skewed at approximately a 45-degree angle with no print above the 2ml marking. The scale was rejectable per product specification. Potential root cause for the damage and skewed scale defects are associated with the marking process. It was likely due to a jam during printing. The print defects were found during the manufacture of this batch and adjustments were made to correct the issue. The batch was requalified, and production was resumed. No corrective actions are necessary based on the defective rate identified. Batch 0010103 is considered in compliance with our product specification requirements.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll 200 s/c had scale marking and molding defect issues. The following information was provided by the initial reporter: material no.: 309657, batch no.: 0010103. It was reported that lines on the syringe were not legible, and syringe had a "lip" on it that made it so the syringe could not be filled. Event description per email states: caller reported that on 1 syringe the numbers and lines on it were swirled and not legible. Customer also reported the same syringe had a "lip" on it that made it so the syringe could not be filled. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Was the syringe/needle reused? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product available for return to bd? ¿ yes. Cts informed caller bd might follow up. Regarding return of syringe/needle. Caller acknowledged.(contact: omitted). Resolution ¿ caller successfully filled a cartridge with insulin. Cts to send .replacement. No further follow up is required.